Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by the (B)(6) that during service and evaluation, it was determined that the motor device had a worn bearing, locking components damaged, produced heat, leaked air, breaded stainless steel wire tether damage/came off, corrosion/rusting/pitting and component damaged. It was further determined that the device failed pretest for visual assessment, cable assessment, air pump assessment and handpiece temperature assessment. It was noted that the handpiece device had a defective motor, worn coupling and a hole in the air hose. It was noted in the service order that the device had a hole in the hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.